Event description:
Pt was in phase 1 recovery when her oxygen sats fell to low 20's. The crna grabbed the breathing bag and started to give the pt some o2. At this time the breathing bag developed a hole on the side, thus making it un-usable. Director made aware of defective bag/product. The lot # for bag is 33674 from viasys healthcare . Crna did mouth to mouth and pt recovered without difficulty. Inspection of this bag showed other tiny holes in it. Another bag from same lot was opened and it also had a hole in it but in a different location.